Event description:
It was reported that the subject programmer was suddenly shutting down.

Manufacturer narrative:
Preliminary analysis do not confirm the reported event, the reported issue (even if not confirmed) is probably related to a defective electrical component.

Event description:
It was reported that the subject programmer was suddenly shutting down.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that the subject programmer was making noise and suddenly shutting down.